Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and no delivery tests due to prime/fill anomaly.

Event description:
It was reported that the customer was experiencing high blood glucose. The high pressure test was performed and the insulin pump did not alarm the first time, but it did the second time. It was stated that the infusion set was changed and the high pressure test was performed again, but the insulin pump did not alarm. The customer did not feel comfortable and a replacement of the insulin pump was sent. No further info was provided.